Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 2 inappropriate shocks due to t wave oversensing. Alternate vector had been programmed at the time and the amplitude was very small. This patient came into the clinic in which automatic setup was run, and this s-ICD is now programmed to secondary vector. Technical services (ts) discussed the smartpass (sp) feature can be re-enabled with automatic or manual setup if the amplitude is large enough. Ts noted this patient can perform a patient-initiated interrogation (pii) to check if sp was enabled. This electrode remains in service. No additional adverse patient effects were reported.